Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-leakage. On (B)(6) 2025, at approximately 10:00 am, a nurse placed a closed-system intravenous catheter for the patient. (The patient required intravenous medication, and using an IV catheter minimized repeated procedures, reducing patient discomfort). After successful insertion and fluid connection, leakage was detected. Upon re-tightening the heparin cap, fluid seepage was observed at the cap, which exhibited a crack. The nurse immediately closed the catheter's flow control clamp, replaced the heparin cap, and resumed the infusion.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#4258107): 1)the products of this batch were assembled at intima ii auto line 2 in oct 2024, and packaged at r240 & cfs package line in oct 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batch used in this batch of products is 4264305, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no cracks are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.as the defective sample is not received for further testing,and the specific site and state of the crack cannot be identified,so the root cause of the crack in prn and leakage cannot be determined.the plant will continue to track and trend for this issue.

Event description:
No additional information available.